Event description:
Additional information: the customer indicated that no erroneous results were reported out of the laboratory. There was no change or effect to patient treatment in connection with this incident. The instrument generated hemoglobin and hematocrit delta checks at the time of the event. The customer proceeded to run the 5c quality control (qc) and the results confirmed an instrument issue. Raw data and instrument printouts for the event were requested but the customer had purged the information from the system. Correction: a field service engineer (fse) was dispatched to the customer's site and confirmed air bubbles in the red blood cell (rbc) dispenser. The fse replaced the rbc dispenser to resolve the issue and verified the repair as per established procedures.

Manufacturer narrative:
Evaluation of the event is in progress and results of the evaluation will be submitted in the next report. (B)(4).

Event description:
The customer reported obtaining high red blood cell (rbc), platelet (plt), hematocrit (hct), and plateletcrit (pct) values from the coulter lh 750 hematology analyzer. The customer determined that the rbc dispenser was defective as the customer observed air bubbles coming from the air command port inside the dispenser. It is unknown if any patient results were affected for this event. There was no report of any injury, death, or affect to patient treatment in connection with this event.

Manufacturer narrative:
.